Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. No pictures were received. We have no remaining inventory of the material/batches.we have no further complaints for the material/batches. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The complaint cannot be determined.

Event description:
Customer states tube not filling up to the line. This is occurring with multiple phlebotomists and nurses. Straight needle and safety blood collection set are used when underfilling occurs. When asked if a sbcs is used, is a discard tube is collected, the customer stated multiple color tubes are drawn. The phlebotomists are holding the tube in the holder with their thumb until the tube is completely filled. It is unknown the percentage of tubes experiencing underfilling. Tubes are filling under the fill arrow by >10%. No photos or product available.